Manufacturer narrative:
Product ID: 3889-28, lot# va17zh5, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient described a shocking pain near the device which went down the patient's leg. The rep indicated that the patient had two motorcycle accidents and had fallen out of a tree. Impedances were checked and found to be within normal range. The patient's stimulation was found to be turned up around 3.0 so stimulation was reduced to a comfortable level and the rep changed two programs which were not providing therapeutic benefit for the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the shocking, pain, and lack of therapy was that they ins was off and when it was turned on the stimulation was too high. Additionally, the rep reported that the patient's motorcycle accident and falls did not affect the implanted system. Resolution of the patient's symptoms is unknown at this time as the patient had changed physicians. There were no further complication reported or anticipated.